Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the generator passed the electrical safety check. Deposits in socket were observed. The deposits cause a malfunction of the transducer switches. The most probable cause of the identified failure is cause traced to component failure, which is unexpected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, when the patient was turned from the prone position after the therapeutic percutaneous extraction of stone, a burn was found on the belly of the second finger of the right hand (10 x 15 mm) at the point of contact with the operating table. The burn occurred during the procedure; however, neither the device nor cabling (power and ground cable) showed signs of damage. The burn was classified as grade ii b (classified as deep burn - the skin damage extends into the deep layer of the dermis) ¿ iii (classified as irreversible skin damage across the entire width and destruction of the capillary network of the dermis) by the department of burn medicine and was treated with betadine compress every other day. At the time of operation, this lithotripsy system was in place; thus, the customer wanted to check the electrical safety for this device. There were no reports of further patient harm.

Manufacturer narrative:
This report is related to the following patient identifiers: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, when the patient was turned from the prone position after the therapeutic percutaneous extraction of stone, a burn was found on the belly of the second finger of the right hand (10 x 15 mm) at the point of contact with the operating table. The burn occurred during the procedure; however, neither the device nor cabling (power and ground cable) showed signs of damage. The burn was classified as grade ii b (classified as deep burn - the skin damage extends into the deep layer of the dermis) ¿ iii (classified as irreversible skin damage across the entire width and destruction of the capillary network of the dermis) by the department of burn medicine and was treated with betadine compress every other day. At the time of operation, this lithotripsy system was in place; thus, the customer wanted to check the electrical safety for this device. There were no reports of further patient harm.